Event description:
While in use the ablation catheter exceeded the power settings. The catheter was removed and replaced with no reported patient harm. Vendor notified. Manufacturer response for ablation catheter, 8fr thermocool smarttouch catheter st sf, thermocouple, fj curve, bi-directional (per site reporter).